Event description:
Patient had a pectus bl implant shift resulting in the removal of one of the bars. Patient has a significant heterotopic cacification overlaying the sternum which appears to be a reaction to the bar.